Manufacturer narrative:
The cause for the discordant (B)(6) result is unk. The instrument is performing within specs. No further eval of the device is required.

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained for a pt sample and reported to the physician. The physician questioned the result. The pt sample was spun down and retested for (B)(6). The result was (B)(6). The customer repeated testing on a second system and the result was also (B)(6). Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.